Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Iol returned pressed down on two(2) posts of the lens case base resulting in gross optic and haptic damage. Solution is dried on both surfaces of the optic and haptics. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens split, explanted". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage ( optic is cracked/fractured and scratched/marked) would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted into a patient's eye, it divided (layers split). The iol was removed and replaced with a new lens during the initial procedure. The sample is available. Additional information is not expected.